Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced lead migration and scar tissue. Surgical intervention took place to explant the scs system and replace it with another model. The issue was resolved.